Manufacturer narrative:
Sections with additional information as of 30-dec-2020. D10: device available for evaluation. H6: updated FDA's method, result, and conclusion codes h10: product evaluated by manufacturer and no defect found. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Manufacturer contacted customer in several follow-up calls to ensure the patient condition improved and initial concern is resolved - unable to establish contact with customer at this time. Adverse event report is being submitted due to symptoms related to diabetes (dizzy).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all the results obtained. The expected fasting blood glucose test result range is 100 mg/dl. The customer did report symptom of feeling dizzy. Medical attention is not reported as a result of the actual blood glucose results or reported symptom. The product is stored according to specification in the bedroom. During the call a back to back blood test was not performed, customer refuse to perform blood test. The test strip lot manufacturer¿s expiration date is 12/26/2020 and open vial date is (B)(6) 2020. The meter memory was reviewed for previous test result history. (B)(6).